Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. A new reservoir was implanted with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. Microscope examination of the cylinders revealed that first cylinder kink resistant tubing (krt) had a hole from fatigue and both cylinders had wear at fold in the proximal end, middle and distal end of the cylinder. First cylinder had a krt leak due to fatigue, second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionality tested. The pump passed the microscope examination and the leakage test. The pump did not pass the activation testing. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. A new reservoir was implanted with no patient complications.